Event description:
It was reported that during testing at the manufacturer facility the device overheated. There were no adverse consequences related to this event.

Event description:
It was reported that during testing at the manufacturer facility the device overheated. There were no adverse consequences related to this event.